Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open thoracoscopy procedure, while transection of the lobe, the first device was not able to fire, even if the surgeon was able to press the green button and squeeze the handle. The second device was able to fire but had a poor staple formation. The procedure was extended for more than 30 minutes. The surgeon was able to complete the case by firing the instrument from the opposite side of the lobe. There was no patient injury.